Event description:
It was reported from (B)(6) that during a surgical procedure for the decompression of the lumbar spine with internal fixator, shortly after starting the motor device with a cutting burr device, it was observed that the hose burst despite using a pressure reducer. According to the report, the perforation or rupture of the hose was located at approximately 50 centimeters behind the handpiece of the device. The reporter stated there was no improper action that took place which could have led to the rupture of the hose. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, the brand name, common device name, device product code, the manufacturing location, manufacturing date and 510k number were unknown. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.